Event description:
Customer reported that vertical column will not go down. No patient injury.

Manufacturer narrative:
The service rep. Ordered ps3 power supply. In late 2007. Removed and replaced ps3 vertical column power supply. Tested system by raising and lowering column 10 times with no problems. Customer also mentioned tube rotor making loud noise. Tested system and rotor sound normal. System is operating as intended.